Manufacturer narrative:
Approximate age of device ¿ 3 years (the age is calculated from the date of implant to the event date.) The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the log file was reviewed for possible short-to-shield. The log file captured a pump stop on (B)(6) 2019, while connected to the mobile power unit (mpu). The event was brief and it looked like a high current controller event. There was a second pump stop on (B)(6) 2019, while on battery power. The log file showed that the driveline (dl) was disconnected at this time. Patient stated that he did not disconnect the driveline. Percutaneous lead x-rays were done and were unremarkable. Per vad coordinator, there were no exposed wires that they were aware of.

Manufacturer narrative:
Device evaluation: the evaluation of heartmate ii lvas, confirmed wire damage that would have contributed to the low speed and pump stoppage events captured in the submitted log file. The submitted log file contained data from 27may2019 through 04jun2019. On (B)(6) 2019 at 23:01:06, a pump stop was captured with corresponding low speed advisory/hazard alarms while the system was supported by the mpu. An additional pump stop with corresponding low speed/low flow hazard and driveline disconnected alarms, was captured on (B)(6) 2019 at 06:48:45 while the system was supported by batteries. Based on previous complaint experience and similar related events, the captured event appears consistent with a potential driveline issue. No other atypical alarms or events were captured. The pump was returned assembled. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) and the apical sewing ring were not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft and sealed outflow graft bend relief were not returned. Evaluation of the outlet elbow revealed no evidence of denatured or laminated depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of pump revealed no evidence of developed depositions or thrombus formations. The driveline was severed approximately 2.75¿ and 4¿ from the pump housing. The distal-most segment contained the metal connector and measured approximately 33.5¿ in length. The metal connector was unremarkable. An electrical continuity test of the driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The silicone jacket was unremarkable. Upon removal of the jacket, the clear bionate layer was shown to have normal wear for the duration of use. The metal braided shield was worn along the length of the driveline with more severe breakdown of the shield located approximately 6.5¿, 9¿, and 32¿-35¿ from the pump housing. Visual and microscopic inspection of the underlying wires revealed multiple areas of damage: a breach in the insulation of the red wire was observed at the pump housing; breaches in insulation of the black, brown, red, and green wires were observed approximately 2.75¿ from the pump housing on the 1.75¿ segment of driveline; and breaches in the insulation of the yellow and green wires were observed approximately 9¿ from the pump housing on the distal-most segment containing the metal connector. All wire damage exposed the underlying metal conductors and appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation and no additional breaches were identified. The yellow and green wires represent the two redundant wires that comprise phase 1, the black and brown wires represent the redundant wires that comprise phase 2, and the red wire represents one of the redundant wires that comprise phase 3 of the three-phase motor. If the exposed conductors of any of the compromised wires contacted the metal braided shield while the system was operating on a tethered power source, the resulting electrical short to ground would have caused the pump stoppage event reported by the account and seen in the submitted log file while connected to the mpu. Also, if the exposed conductors of any 2 compromised wires from different phases made direct contact with each other or simultaneous contact with the metal braided shield while the system was operating on an untethered power source, the resulting phase-to-phase short would have caused the pump stoppage event reported by the account and seen in the submitted log file while connected to batteries. No further information was provided. The manufacturer is closing the file on the event.

Event description:
It was reported that there was a pump exchanged for short to shield.

Manufacturer narrative:
The current heartmate ii lvas discusses pump speed, power, flow, and pulsatility index. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including the low speed advisory/hazard alarms, and the proper actions associated with them. This section also provides information on driveline care and cleaning. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.